Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lar procedure, the staples did not form properly during the activation. There was no pt consequence.